Manufacturer narrative:
The defibrillation electrodes were not returned to physio-control for evaluation. Attempts were made to obtain further information and the electrodes for evaluation but not response appears forthcoming. The customer has been offered training on electrode application. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Both the device and the quik-combo therapy electrodes used during the event will be sent to a third party service agent for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a set of quik-combo therapy electrodes only provided an intermittent connection to a patient. Medical personnel observed an intermittent qrs complex on the device's display. As a result, defibrillation could have been delayed, or prevented, if it had been necessary. Medical personnel then changed out the therapy electrodes for another set which worked and they were able to continue patient care. No further information about the patient, the event or the therapy electrodes were provided. Physio-control has attempted to obtain additional details; however, no response has been received.